Event description:
Operation date (B)(6) 2004 at (B)(6) hospital. According to records from (B)(6) hospital, the patient had on the (B)(6) 2007 removal of the band due to erosion of the vagina. According to the patient's record, the patient has undergone a gastric bypass in (B)(6) 2010 and subsequent operation at the plastic surgery department in (B)(6). After the surgery, the patient has developed a fistula between the abdominal wall and the vagina. At (B)(6) hospital on (B)(6) 2014, the fistula channel was opened and a piece of the ivs sling was found and removed.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 06/04/2014.